Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 4-jan-2022, it was noted that the device manufacture date was inadvertently omitted on follow up report #1. Therefore, the h4. Device manufacture date has been updated on this report.

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. It was reported that there was a damaged valve. Some part of hemostatic valve (inside) was broken. The physician did not remember the details but stated that the hemostatic valve was leaking. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient, only for a few minutes, and it was replaced when leaking was observed. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. No adverse patient consequences were reported. The procedure was completed successfully with a similar like device.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 09-dec-2021. The device evaluation was completed on 13-dec-2021. It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak and separation issues occurred. It was reported that there was a damaged valve. Some part of hemostatic valve (inside) was broken. The physician did not remember the details but stated that the hemostatic valve was leaking. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient, only for a few minutes, and it was replaced when leaking was observed. Air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. No blood return was observed. No adverse patient consequences were reported. The procedure was completed successfully with a similar like device. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Initially it was assessed that this was a hemostatic valve separation. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. The device was returned in the condition reported. The hemostatic valve issue remains assessed as MDR reportable. Microscopic examination of the hemostatic valve surface showed evidence of stress marks on the outer diameter. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. It should be noted that product failure is multifactorial. Based on the information currently available, a microscopic examination of the returned product indicates that the hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks, and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Due to the conditions observed in the hemostatic valve, an internal corrective action has been opened to investigate further. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).